Event description:
According to the senior medical technician, after the product was hydrated/irrigated, the surgeon attempted to pick up the product. The procedure broke down and fell apart. The account has stock of the product. The surgery was not canceled. Add'l info has been requested from the user facility.

Manufacturer narrative:
The product is not expected to be return. An investigation has been initiated based upon the reported info.